Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). See mr# 3005094123-2023-00305 for the other lot number.

Event description:
The customer reported falsely elevated alinity I prolactin results on a patient. The following results were provided: (B)(6) 2023 sid (B)(6) = 108.08 ng/ml, another alinity = 112.81 ng/ml. (B)(6) 2023 sample tested at another laboratory = 17.6 ng/ml (methodology unknown). New sample: (B)(6) 2023 sid (B)(6) = 80.71 ng/ml. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I prolactin results on a patient. The following results were provided: (B)(6) 2023 sid (B)(6)= 108.08 ng/ml, another alinity = 112.81 ng/ml (B)(6) 2023 sample tested at another laboratory = 17.6 ng/ml (methodology unknown) new sample: (B)(6) 2023 sid(B)(6) = 80.71 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints for the alinity I prolactin (list 7p66), lot# 48477ud00 and 52217ud00 assays determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A retained kit of reagent lots 48477ud00 and 52217ud00 were tested for accuracy and the data shows that the performance of the lots are performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I prolactin (list 7p66), lot# 48477ud00 and 52217ud00.see mr# 3005094123-2023-00305 for the other lot number.